Event description:
Spoke with lead biomedical technician (B)(4) on 25feb2021. He confirmed that there was no patient injury or medical intervention and that the procedure was completed. He believes that there was no delay in the procedure. He was unable to provide any additional details.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. More than nine years have passed since the device was manufactured, and it is likely that the pin of the video connector receiver was worn and damaged due to repeated use over a long time. As a result, the image transmission between the scope and the video processor was interrupted and no image was produced. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A bent pin was found inside the video connector causing no image with scope. The customer was advised to insert the pigtail gently to prevent pin bending. This event is still under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the scope connector of the visera elite video system center had a bent pin. The issue was discovered prior to the procedure. No patient harm or impact was reported due to this event.